Event description:
This procedure was performed in another country. The physician felt strong resistance when the stent was deployed. After deployment, the stent was checked and they found the shape of stent was very bad and the stent was little moved. Images received indicate a stent fracture. No injury to pt reported.